Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 25 mg/dl; cause was unknown. The customer consumed glucose tablets to address low bg. A recommendation was made for the customer to discuss bg levels with healthcare provider.